Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to "improper user - device interface". The patient had been approved to have a standing power wheelchair by healthcare professionals. The patient has been demonstrating the use of stand for at least 7 years. During setup and initial use of stand on the suspect wheelchair, unknowingly the patient may have broken her right leg. There were no indications that injury had occurred during delivery and initial usage of the new wheelchair. The following day, reports received stated that the patient's femur was broke and is believed to have occurred after delivery. The wheelchair was evaluated and operating according to specification and no defects were identified. The patient's injury is seen as related to the patient's medical condition, even after being approved for a standing power wheelchair. The servicing dealer and the patient's doctors are reevaluating the patient for stand usage. Until cleared, the wheelchair's stand feature will be disabled and not operational. The decision to reactive stand is left between the dealer and patient's doctors. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
On (B)(6), the wheelchair was delivered to the customer. During setup and initial use of the stand feature the patient was allegedly injured. The following day the patient when to the hospital where broken right femur bone was confirmed.